Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 649 mg/dl with moderate ketones. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the ER. Reportedly, intermittent cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin and the pump time was incorrect, cause was unknown. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 9 issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged settings issue could not be verified.